Manufacturer narrative:
Further evaluation determined no root cause could be determined for the reported issue of no dc power. During testing a known working battery powered the device as expected but the device could not power on with ac power or charge the battery. The power module was replaced to resolve ac power/battery charging issue.

Event description:
The customer contacted stryker to report their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the device and was able to duplicate the reported issue. The power module was replaced to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.